Manufacturer narrative:
Approximate age of device ¿ 5 years and 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) "213". It was reported that low speed limit alarms were observed. Patient was asymptomatic. The patient was given an ungrounded power module patient cable. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages. The patient's x-rays appeared unremarkable. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. On (B)(6) 2018, it was reported that no further alarms have been observed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log files confirmed the reported pump stoppages and low speed hazard events; however, a specific cause for the interruption in pump function could not be conclusively determined during the evaluation of the returned driveline. Review of the submitted log file confirmed the reported pump stoppage and low speed hazard events. Each of the events occurred while the system was operating on the mobile power unit. Based on complaint history and similarly reported events, the captured events appeared consistent with a potential driveline wire issue. The external portion of the patient¿s driveline was and returned for evaluation. Approximately 31 inches of the patient¿s driveline was returned. Approximately 27.5 inches was from the patient¿s prior driveline repair. There was no damage to the outer silicone jacket. Visual inspection, electrical continuity testing, and high potential testing did not reveal any discontinuities or insulation breaches that would have contributed to an electrical short. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.